Event description:
It was reported that the customer had unexplained high blood glucose and was hospitalized. Customer's blood glucose reading at the time of hospitalization was over 500 mg/dl. Caller stated that they believed that the insulin pump is malfunctioning. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.